Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer went to the emergency room, and was subsequently hospitalized due to a blood glucose level of 515 mg/dl and diabetic ketoacidosis. Customer was treated with intravenous insulin, and was released from the hospital on (B)(6)2022 with no permanent damage. Reportedly, the pump could not be charged, and subsequently the pump shutdown. The customer reverted to an alternate method of insulin therapy.